Event description:
It was reported that multiple cartridge alarm 06s occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer successfully loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.